Manufacturer narrative:
(B)(4). Results - is based upon evaluation of user facility information, the returned sample, and retained sample conclusion - is based upon evaluation of user facility information, the returned sample, and retained sample the involved device was received by the manufacturing facility in (B)(4) for evaluation. Visual inspection upon receipt found that the compression balloons were in the state of being inflated. A second visual inspection, after rinsing confirmed not to have any anomalies, such as a break, in the appearance conditions. Testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. Examination and testing of the retained sample from the reported lot confirmed there were no defects or anomalies and performance specifications were met. There is no indication that the cause of the reported complaint was related to a device defect based on the results of the returned sample evaluation. The inspection result confirmed that the actual sample was the normal product with no leak. It is likely that the actual sample got deteriorated in its air tightness performance due to a foreign substance being caught in the air sealing area between the rubber tip and the outer cylinder of the one way valve, resulting in the reported air leak. However, there was no evidence of any such foreign material in the returned device so this theory cannot be confirmed. The labeling does address the potential for such an event in the instructions-for-use with statements such as "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band would not completely inflate. The following information was provided by the user facility: (1) tr band was changed out with no negative consequence; and (2) the patient's condition is reported normal with no complications.